Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed that the occurrence of the battery inoperable alarms. Visual inspection found that the internal battery was deformed. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the device failure was due to a defective internal battery. The battery defect was most likely due to an isolated component failure in the battery main circuit board (pcb). The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient injury reported as a result of this incident.